Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was seen in a clinic on (B)(6) 2017. Later that day, the patient went into the operating room (or) to possibly flush out the pocket and place the battery back in the pocket. While in the operating room, the physician decided to explant the whole system due to possible infection. The issue was reported to have resolved. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.